Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication / loss of image occurred due to cable failure. Additionally, it is likely that the cable failure occurred due to a flood in the cable. The event can be prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had shadow areas on the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of shadow areas on the image was not confirmed. Device evaluation found no image, the screen was black and not restorable. The additional evaluation findings are as follows: several leaks on video cable, the replacement of the cable was required as a middle repair to return the instrument to the original equipment manufacturer specification. The defect was likely caused by wrong user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.